Event description:
Upon reviewing the flag files for a (B)(6) male pt, zoll customer support determined the pt's monitor was experiencing abnormal shutdowns. Zoll customer support contacted the pt and issued him a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) is currently underway. The reported problem (code 107 - multiple abnormal shutdowns) has been confirmed. Upon receipt, the monitor showed abnormal shutdowns in it's flag files. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of investigation. No adverse event resulted from the abnormal shutdowns. The pt received a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4)was completed. Destructive testing of similar failures was able to confirm that the abnormal shutdowns were not caused by a fracture of the bgas on the computer/analog board. The root cause for the abnormal shutdowns were unable to be positively identified. Device evaluation of monitor sn (B)(4) is currently underway. The reported problem ( multiple abnormal shutdowns) has been confirmed. Upon receipt the monitor showed abnormal shutdowns in it's flag files. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of investigation. No adverse event resulted from the abnormal shutdowns. The patient received a replacement monitor.

Event description:
Upon reviewing the flag files for a (B)(6) year old male patient, zoll customer support determined the patient's monitor was experiencing abnormal shutdowns. Zoll customer support contacted the patient and issued him a replacement monitor.